Event description:
It was reported that an error message occurred when attempting to start an autocapture confirm test which prevented further interrogation of the device. Reprogramming was performed and the test was able to performed. The device remains in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.